Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. The ipg was confirmed inoperable. Subsequently, the patient may undergo surgical intervention at a later date to address the issue.

Event description:
Follow-up information identified the patient underwent surgical intervention at which time the ipg was explanted and replaced with a different model. Reportedly, effective therapy resumed following the procedure and the issue is resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.